Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned without an introducer sheath. Visual examination of the returned device revealed that the coil proximal contact was detached and the delivery wire was broken/fractured. The main coil was attached to the delivery wire but it was tangled, kinked, and stretched likely due to procedural factors. The damage noted to the delivery wire during product analysis is consistent with rough handling of the device during procedure. Information available indicated that the device was confirmed to be in good condition prior to use. It is possible that excessive force was used in order to remove the device from the microcatheter contributing to the delivery wire break. Therefore, an assignable cause of "human factors (handling)" has been assigned to this investigation.

Event description:
The analysis of the returned device revealed that the coil delivery wire broken. There was no clinical consequences to the patient.